Manufacturer narrative:
Exact date unknown, event occurred a year or so ago from date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 16958889.

Event description:
It was reported that the patient was experiencing pain at the ipg site due to migration. It was also reported that the patient was not getting adequate pain relief and undesired stimulation in the abdomen. All device components were explanted and were not returned. The patient was doing well postoperatively.